Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented to the clinic with loss of capture and >2500 ohms bipolar and unipolar impedance.